Event description:
Patient contacted dexcom technical support (B)(6) 2012 to report that he had suffered a hypoglycemic episode and was coming in and out of consciousness. Patient required paramedics assistance and was taken to the emergency room. Patient believes that cgm did not alert him of his hypoglycemic event even after passing the alerts threshold. Audible alerts were tested while patient was on the phone with dexcom technical support and alerts resounded successfully. At the time of his call to dexcom technical support, patient reported he was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.